Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3 (device evaluated by MFR), h4 (device manufacture date), h6. The star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm (part#: 03.010.151, lot#: 6543867) was not returned, and the investigation will be completed based on the supplied images from the attachments (4 images from the attachments located in notes & attachments section of the product complaint). The images were reviewed, the coupling of the screw driver appears damaged/deformed. The resolution of the pictures were not particularly clear, however the damage is visible on the coupling face and edges. The damage may be severe enough that it may interfere with mating to relevant handles. Due to only images being returned, it was not possible to functionally test whether the device can assemble to relevant handles. The reported condition of unable to assemble is not confirmed however, the overall complaint can be confirmed due to the damage noted on the coupling. As the instrument was not returned, an as received, dimensional, material or drawing reviews are not applicable. Manufacturing record evaluation: the pictured star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm (part#: 03.010.151, lot#: 6543867) was manufactured at the synthes monument site on 16-jun-2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances relevant to the complaint condition were identified. The overall complaint was confirmed for the pictured star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm (part#: 03.010.151, lot#: 6543867) as the coupling was damaged/deformed. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.010.151, synthes lot number: 6543867, supplier lot number: n/a, release to warehouse date: 16jun2011, expiration date: n/a, manufactured by synthes monument. Ncr was generated during production for 13 parts with visual scratches and marks. Parts were returned to supplier and reworked. This non-conformance is not relevant to the complaint condition since it is not related to star/hexdrive screwdriver shaft end doesn¿t fit into the appropriate adapter. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the star/hexdrive screwdriver shaft end doesn¿t fit into the appropriate adapter. It is unknown if there was a patient and a procedure involvement. This complaint involves two (2) devices. This report is for one (1) star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm. This is report is 1 of 2 for (B)(4).